Event description:
It was reported that a hole was noticed in the close part of the subject catheter. The procedure was completed successfully with another device. No further information is available.

Event description:
It was reported that a hole was noticed in the close part of the subject catheter. The procedure was completed successfully with another device. No further information is available.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject catheter shaft was noted to be kinked/bent 6.5cm from the hub. The catheter shaft has a hole/perforation in the kinked area. The catheter hub and tip were intact. Functional inspection was performed with catheter flushed, and a leak was noticed in the kinked area. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. There was a kink and hole noted in analysis. The hole was where the kink was noted. The as reported catheter shaft has hole perforation code can be confirmed based on the analysis. It was mentioned that this was noted in preparation therefore an assignable cause of handling damage will be assigned. Because this complaint appears to be associated with handling of the product or portion of the product upon removal of the product from the packaging / preparation of the product prior to use, a probable cause of handling damage was assigned.